Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the peritoneal dialysis tube that was close to the peptide junction was having leakage. It was reported the patient had peritonitis.